Event description:
It was reported by the patient¿s family member that the patient is reported to have heard a ¿beeping¿ sound. Additional information obtained from the device clinic noted that the patient, who is developmentally delayed, reports hearing a beeping from the device and when remote transmissions are sent no performance issue is present. The clinician further reported that the patient has been followed at their clinic and the patient¿s local physician and no device issues are present. Additional information reported by the family member reported that device is "sparking" when the patient is in the bathtub and the alert tones have continued. Technical service review of device data noted that no carealerts have occurred and have noted that many alert tones instances were when something magnetic or a magnet itself came in close proximity to the device. The device remains in use. The patient's home is to be checked for magnets that are resulting in the patient alert tones. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information obtained from the patient¿s parent reported that the patient was ¿beaten¿ at the device site approximately eight months post implant and that the device malfunctioned ¿1300 times¿.

Manufacturer narrative:
The device was returned to the manufacturer with no additional information. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead: implanted: (B)(6) 2012. (B)(4).